Event description:
Event description cpi received information that this patient received an inappropriate shock during the follow-up procedure. The thresholds increased, and an x-ray showed the down-size lead (0095) had dislocated. The physician elected to remove this lead, and replace it with another (0095) lead.